Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. The pump malfunctioned and was replaced. It was thought that this was the patient¿s first pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.